Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the needle was not sent back to mitek and was not available for physical evaluation. Hence this complaint cannot be confirmed. An eiii needle was inserted into the gun with no difficulties. The gun was fired several times with no needle deployment issues. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The mitek marketing shoulder product director reported an expressew iii needle broke off inside his expressew iii autocapture device during a sawbones demonstration to a doctor. No patient involved, no patient consequences. Please see also medwatch report 1221934-2018-54447.